Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced within the same surgery. No patient injury was reported. Cause of event was unknown.